Event description:
It was reported via fax, that the heat exchanger is leaking. Per independent repair center statement, unit alarming or red light. The key failure was heat exchanger leaking. No allegation of patient injury, no additional information provided.